Event description:
IV pump changed out and pump continues to run without alarming when baxter continu-flo solution set with duo-vent spike (IV tubing) clamped. Insulin guttae infusing at 6.5 cc per hour.